Event description:
It was reported that the patient experienced no stimulation (or very little stimulation) on the left lead. The right lead seemed to be ok. The symptoms occurred following an implant. It was also noted that impedance read >20000 ohms on contacts 0 and 4.

Manufacturer narrative:
(B) (4).